Event description:
Caller states, the patient tested 4.2 inr on the coaguchek system and 3.12 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.